Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 and the root cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The cause could not be identified because there is not enough information to determine the root cause.

Event description:
This report is for a system error 2367 that was received on a homechoice device. A customer contacted global technical service (gts) reporting a previous system error during drain 4 of 4; the technical service representative (tsr) had the home patient (hp) cycle power to receive the system error 2367. The tsr had the hp cycle power again to press go to start and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised the hp to call the nurse. There was patient involvement. There was no serious injury or medical intervention reported.